Manufacturer narrative:
The device and/or relevant photographs / imagery were not returned to edwards for evaluation. A review of manufacturing mitigation's, complaint history, lot history, and the DHR did not indicate that a manufacturing non-conformance contributed to the complaint. During receiving inspection of the hemostasis valves, the components were sampled for visual and dimensional inspection. The sampled valves were confirmed to be free of cracks, void, mis-fills, and other cosmetic defects and to meet critical dimensions. Additionally, during the manufacturing process, the certitude sheath sets are 100% inspected at final assembly level by both manufacturing and quality. These inspections support that it is unlikely a manufacturing non-conformance was the source of the complaint. The complaint of ¿sheath housing, hemostasis valve - leakage¿ was not able to be confirmed. Procedural factors such as inability to stabilize the sheath could be a potential root cause for the case. The physician training manual states, ¿secondary operator¿s main role is to stabilize the sheath¿. It also states, ¿ensure guidewire is aligned coaxially within the sheath at all times¿ and ¿if excessive bleeding from hemostasis seal of the sheath is observed, reposition guidewire to center of sheath housing¿. However, as noted in the complaint description: ¿the fcs confirmed the bleeding only happened when the wire was in place (no other time) and was confident the wire was coaxial.¿ without the device returned for evaluation and based on available information, engineering was unable to determine the exact root cause at this time. No manufacturing or IFU/labeling inadequacies were identified. Review of complaint history for the month of august 2017 revealed that the occurrence rate did not exceed the control limits for this failure mode. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported, during a transaortic tavr procedure in the aortic position, a significant amount of bleeding occurred from the hemostatic valve of the 18fr certitude sheath. An 8fr sheath was placed over the .35 wire into the certitude to control the bleeding. During advancement of the valve over the wire, with the 8fr sheath removed, the surgeon noted around 100ml of blood loss just from the certitude sheath alone. The 0.35 wire was coaxial through the sheath. The patient was noted to be in stable position. Additional information provided by the fcs confirmed the bleeding only happened when the wire was in place (no other time) and was confident the wire was coaxial.